Event description:
It was reported that the lead dislodged, attempted reposition, but removed. It was noted that there was insulation breach and possible fracture of the lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.